Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-01690 and 1220908-2019-016890 for a similar events reported from the same customer.

Manufacturer narrative:
The device was returned to a zoll service provider facility for evaluation. The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The defib cable receptacle and multi-function cable were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.